Event description:
It was further reported that 11 days post the procedure in (B)(6) 2012, the subject presented with cardiac chest pain and was hospitalized. The physician observed 70% instent restenosis located in the proximal left circumflex which was treated with angioplasty and placement of a 3.5x24mm promus element stent. 70% instent restenosis was also observed in the first obtuse marginal, which was treated with angioplasty and placement of a 3.5x12mm ion stent. Both resulting in 0% residual stenosis.

Event description:
(B)(4) clinical study. Same case as MDR ID#: 2134265-2012-01912. It was reported that post a stenting treatment procedure, the patient experienced chest pain and received target vessel revascularization. The patient presented and was diagnosed with stable angina. The first 50% stenosed and 10mm long target lesion was located in the proximal left circumflex (lcx) artery with a reference vessel diameter of 3.0mm. The first target lesion was treated with direct stent placement using a 3.0x12mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation. The second 70% stenosed and 14mm long target lesion was located in the 1st obtuse marginal (om) branch with a reference vessel diameter of 2.75mm. The second target lesion was treated with direct stent placement using a 2.75x16mm taxus liberte stent, resulting in 0% residual stenosis following post dilation. The patient was discharged the following day on aspirin and prasugrel. (B)(6) 2012 - the patient presented due to cardiac chest pain and was hospitalized. The physician observed 80% stenosis located in the 1st om, which was treated with balloon angioplasty resulting in 0% residual stenosis. Also, the physician observed 40% stenosis in the proximal lcx which was treated with balloon angioplasty, resulting in 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on clopidogrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).